Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease, reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported, was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease, reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received the device with no power cord, no inlet airpath filter, no outlet filter and had a passive outlet port. The vent was run for 202 minutes, and no foreign particles were observed in the outlet filter. The vent was bench tested which showed the software version, clock setting, internal and detachable build dates steps failed testing specs. The clock setting and batteries build dates were expected as the ventilator had taken a while to arrive to the pil and be investigated. The vent was taken apart. No contamination was found in the air flow path. Black contamination was found on the inside of the blower¿s top cover and airpath assembly blower gasket. The sensor board has been scrapped per the requirements and disposed of accordingly.